Event description:
Although the device is not intended for use in a pulmonary artery, a 4.0mm diameter x 30mm length medtronic ave s670 rapid exchange stent delivery system was inserted into a target lesion within the artery. The device was used on a six year old child who has severe congenital abnormalities that affect the heart and lungs. The pt's arteries were small and fibrotic. During prep of the device, the inflation port of the device was flushed, causing partial inflation of the balloon and stent. The balloon was then deflated and the stent was manually crimped back onto the balloon. Pre-dilatation of the lesion was not performed prior to the insertion of the stent delivery system. After placement of the device across the lesion, the balloon was inflated to a pressure over the labeled rated burst pressure. The pressure that was created during the balloon inflation caused a distal rupture to the pulmonary artery and subsequently, the balloon burst. The pt became symptomatic within a few minutes, and life support measures were begun. A ptca balloon was inserted into the pulmonary artery in attempts to stop the bleeding. Despite hours of life support measures, the child expired. The child was not a surgical candidate for treatment of this abnormality.